Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient had mesh implantation due to stress urinary incontinence. It was reported the patient had hysterectomy and bladder sling repair on (B)(6) 2011. Post implantation, the patient experienced pain, erosion, extrusion, urinary and bowel problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary retention, bladder leakage and prolapse.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence, urinary retention, bladder leakage and prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, nocturia, pelvic relaxation, and urgency.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, pelvic relaxation, and urgency.